Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not powered up at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Sorc found the printed circuit board failure which might be caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised that the reported phenomenon was attributed to the failure of the power supply circuit board of the subject device. Also based on the things which there is no occurrence of the same failure in the previous cases and there is no multiplicity, it might have been occurred due to accidental failure. If additional information becomes available, this report will be supplemented.